Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter gave an unk error message. The medical affairs spec contacted the pt to obtain and verify info; however was unable to reach the pt by telephone. The medical affairs specialist mailed a letter to the pt requesting he contact medical affairs. The pt reported that on an unspecified date he obtained an unk error message on the reported meter. The pt stated he took oral medication for diabetes, and was taken to the hosp. The pt received no treatment at the hosp. It would have been helpful to determine which error message had occurred on the meter, what the pt's normal blood glucose levels are, if the pt experienced any symptoms of high or how blood glucose levels at the time of the incident, who took him to the hosp, if this blood glucose level was tested at the hosp and what the result was, his medication regimen and if he had a back up meter. The meter, test strips and control solution were replaced.